Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the display on the patient's onetouch ping meter was cracked. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2011 at approximately 8pm. According to the patient's mother, five minutes prior to discovering the alleged issue the patient reportedly was not feeling well (specifying the patient was sweaty and eyes were red). The patient's mother, however, denied the patient received any treatment after the reported meter issue occurred. During troubleshooting, the csr noted the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the patient has a backup meter. A replacement meter was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.